Manufacturer narrative:
(B)(4). Date sent: 3/31/2021. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? The broken part has been quickly found in the abdomen of the patient. No clinical consequences. What part of the device broke off? The part at the extremity of the device. Did the blade tip brake off? Yes. Is the white tissue pad completely missing from the clamp arm? Unknown. Is the white tissue pad damaged? Unknown. Is the handle of the device broken? No. What efforts were made to locate the missing piece in the patient? Observation by laparoscopy.

Manufacturer narrative:
(B)(4). Batch #: u95g37. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an oesophagectomy of lewis sanity, during laparoscopy, at the beginning of the procedure, a message was displayed on the generator: "relaxed pressure on the jaws." Another attempt was made but the same message was displayed. It was discovered that a small fragment was missing from the device. The piece was found in the patient's abdomen. Used another device. Procedure was delayed less than 15 minutes.